Manufacturer narrative:
H3. Analysis of the pump identified that the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was not feeling well on (B)(6) 2024 so he went to the emergency department. He was having night shaking spasms and in the clinic that day. He complained of being cold and having a headache. When he went to the ER, they determined the patient had pneumonia and something with his heart. The healthcare providers did not know exactly what the heart issue was. The decided to do a dye study after the patient was discharged from intermediate care unit (imc). On (B)(6) 2024, the hcp attempted a dye study, but the pump was flipped, and he was unable to flip the pump back. The cause was unknown. Action/intervention: he sent the patient to another hcp on (B)(6) 2024 for him to determine if surgery was needed to flip the pump back. Outcome: the issue was not resolved. The patient weight and medical history were asked but unknown. The patient status was alive and no injury. Additional information from the healthcare provider stated that the patient symptoms were related to the patient withdrawal. The patient was hospitalized due to a withdrawal symptom. The patient¿s symptoms were due the pump being flipped. The heart issue and pneumonia symptoms were not related to the pump or therapy.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the patient had a catheter revision and a pump replacement on (B)(6) 2024 by. Upon opening the pump pocket, the pump was flipped. It appeared the pump had ben flipped more than once as the pump segment of catheter was twisted more than once. The physician cut out the old pump segment and attached a new sutureless pump connector. The physician elected to replace the pump as well. The pump had an expected reservoir volume of 2 ml and actual volume of 6 ml.

Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.